Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case by the l bracket pole clamp was cracked, the l bracket mounting screws were broken, the left and right plunger cases were cracked, and there was visible contamination by the l bracket pole clamp. A review of the event history log identified force sensor test. During functional testing the reported issue was duplicated during the power up process. Multiple components were found cracked in the left and right plunger cases. The root cause of the issue was due to the customer's impact to the device. Replaced left and right plunger cases and recalibrated force sensor and performed self test.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited force sensor error. No patient injury reported.